Manufacturer narrative:
A ge service representative performed an on site investigation. Fuses were replaced. The system was then found to be operating as intended.

Event description:
The customer reported, the system's monitor failed to turn on. No report of pt injury.